Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a loss of capture was observed. Imaging diagnosis confirmed dislodgement. The lead was replaced.